Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument had the clamping arm gasket on the tip fall off. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use with no damage observed. There was no instrument collision and no fragment fall into the patient. There was no injury to the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument had no damage or sign of dislodgement. The customer reported complaint could not be verified. No thermal damage was found, and no pieces were missing. The curved blade was inspected, and no physical damage was observed. This failure is typically associated with mishandling/misuse.